Event description:
The customer reported that the t:slim x2 pump battery was not charging. The issue did not lead to a pump shutdown or an inability to turn the pump back on; therefore, there was no adverse impact on the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a tandem wall adapter, and no further assistance was required.